Event description:
A peritoneal dialysis rn reported that the transfer set was found to have a pinhole and the pt presented with signs of peritonitis. In speaking with the nurse, the pt had this set applied 2 weeks prior to the incident. The pt had not noticed any leak, however presented to the clinic with abdomen pain and difficulty draining. Upon irrigation, the rn noticed the leak. The pt was diagnosed with peritonitis and received treatment. As a result of not being able to drain the pt temporarily received hemodialysis, however the drain issue has resolved and the pt continues peritoneal dialysis without further incident. There is no sample for an eval. Of note: this is a new dialysis pt having started approximately end of (B)(6) 2011.

Manufacturer narrative:
(B)(6).